Event description:
It was reported that a malfunction alarm occurred during basal delivery. Customer's blood glucose level was 224 mg/dl. The customer reverted to manual injections for insulin therapy.